Event description:
It was reported that resistance was met when attempting to remove a smiths medical portex spinal needle. Following removal, 3cm of the needle was noted to be missing. The retained piece was then clinically removed. No adverse patient effects were reported.